Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Per sales rep, there was a revision of the gmrs distal femur. The distal component became disengaged from the body and the taper separated. The surgeon had to revise the implant and reengage the tapers.